Manufacturer narrative:
The patient's device was not returned to zoll for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient's wife alleged that the patient's skin was red, raw and broken open where the front therapy electrode (te) touches the skin. It was reported that the patient was going to apply a cream after bathing. Follow-up indicated that the rash had gotten better and that the patients physician advised to remove the device but not to end use.